Event description:
It was reported that during a surgical procedure at the user facility, the sponge began to fray. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for analysis.